Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: upon unboxing the ultrathane mac-loc locking loop multipurpose drainage catheter, a hair-like fiber was noted in the packaging. The device did not make any patient contact. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ultrathane mac-loc locking loop multipurpose drainage catheter was received sealed and unused. A visual examination confirmed that foreign matter (a single brown strand, of an unknown source) was present within the sealed packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported lot identified one relevant discrepancy which was reworked prior to any further processing of the order. To date, there have been no additional complaints received from the reporting lot number. An expanded search within the packaging department, covering the day the lot was processed identified 16 lots having no reported complaints. Therefore, at this time, there is no evidence of additional nonconforming products either in-house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: "upon the removal from package, inspect the product to ensure no damage has occurred." After reviewing the device evaluation, it was determined that the device was manufactured out of specification. However, based on a review of the dmr, IFU, and DHR, cook has concluded that there are no additional nonconforming devices either in-house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje h3 - device evaluated by mfg.? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon unboxing the ultrathane mac-loc locking loop multipurpose drainage catheter, a hair-like fiber was noted in the packaging. The device did not make any patient contact. No adverse effects or additional procedures were reported for this occurrence.